Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. According to the patient profile form (ppf) the patient experienced bilateral lower extremity edema, non-healing ulcers and superficial reflux. Additional information received per the medical records indicate that two years after the index procedure the patient had an endovascular illocaval reconstruction procedure due to the occluded filter. The patient continues to experience worry and anxiety. Health professional, occupation. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently tilted, became embedded to the wall of inferior vena cava (ivc), developed blood clots, clotting and occlusion of the ivc requiring insertion of stents in the ivc, and the filter being unable to be retrieved. According to the patient profile form (ppf) the patient experienced bilateral lower extremity edema, non-healing ulcers and superficial reflux. Additional information received per the medical records indicate that two years after the index procedure the patient had an endovascular ilio-caval reconstruction procedure using stents in a chimney insertion fashion due to the stenosis with in the ivc post filter implantation. Approximately three years post implant, the patient presented for recanalization of the ivc. A stent was placed across the level of the ivc stenosis and a balloon was inflated to eliminate the stenosis within the ivc. Additional stents were then deployed, recreating the iliocaval confluence. The patient continues to experience unbearable lower leg pain, shortness of breath, and anxiety. According to additional information provided, that patient had a history of deep vein thrombosis and pulmonary embolism. The patient attributes the medical conditions of caval occlusion and multiple leg wounds due to poor circulation, to the ivc filter. The patient underwent placement of a second ivc filter approximately five years post initial implant. No further details are known about the second filter. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clotting, occlusion, ulcers of the extremities and stenosis with in the ivc do not represent device malfunctions and may be related to underlying physiologic processes, including pre-existing coagulopathies. Clotting and or occlusion of the ivc filter would preclude removal of the ivc filter. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling and pain of the affected extremity. Anxiety, pain and shortness of breath do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of an optease inferior vena cava filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, embedment of filter to the wall of inferior vena cava (ivc), blood clots, clotting and occlusion of the ivc requiring insertion of stents in the ivc, and the filter being unable to be retrieved. According to the patient profile form (ppf) the patient experienced bilateral lower extremity edema, non-healing ulcers and superficial reflux. Additional information received per the medical records indicate that two years after the index procedure the patient had an endovascular ilio-caval reconstruction procedure using stents in a chimney insertion fashion due to the stenosis with in the ivc post filter implantation. The patient continues to experience worry and anxiety. The filter is unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clotting, ulcers of the extremities and stenosis with in the ivc do not represent device malfunctions and may be related to underlying physiologic processes, including pre-existing coagulopathies. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, embedment of filter to the wall of inferior vena cava (ivc), blood clots, clotting and occlusion of the ivc requiring insertion of stents in the ivc, and the filter being unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, the device history record (DHR) review could not be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusion within the ivc requiring stent insertion do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films for review, the reported filter tilt and perforation of the ivc could not be confirmed. The timing and mechanism of the tilt has not been reported at this time. A clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The legal brief also noted that the filter was unable to be retrieved. The attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter on or about (B)(6) 2012. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, tilt, embedment of filter to the wall of inferior vena cava (ivc), blood clots, clotting and occlusion of the ivc requiring insertion of stents in the ivc, and the filter being unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.